Event description:
Reportedly, when the surgeon removed the instrument after the anastomosis was complete, the anvil came loose. The surgeon was able to recover it easily above the anus. No pt injury.